Manufacturer narrative:
The device for the revision surgery has been dispatched but the date for the revision surgery is not known at this time. A review of the device manufacturing history records confirms that no non-conforming product was released. Lot number of the device was corrected from pin 14398 to pin 11528 and expiry date was updated to 12/16/2005 for pin 11528. Date implanted was corrected to (B)(6) 2005 for pin 11528. Manufacture date was corrected to 06/16/2005 for pin 11528.

Event description:
It was reported that the patient was experiencing pain and loosening of the device.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Unknown if the device will be returned.

Event description:
It was reported that the patient was experiencing pain and loosening of the device.